Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported two pts with dull, hazy, iols and decreased visual acuity. The surgeon reported this iol was explanted. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first of two pts.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested.